Event description:
Technician alleged the bed would not place a nurse call.

Manufacturer narrative:
Technician found the pins on the nurse call cable bent and pushed in. Technician pulled out and repositioned the pins on the nurse call cable. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.